Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterwards. The customer was informed to continue using the pump and advised to reach out if any malfunction code appears again.